Manufacturer narrative:
Zoll has received the catheter however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed. Event was not serious because the patient have no had lasting negative effects from this event. Swollen leg at the same side of ivtm catheter insertion, was probably related to quattro catheter due to relevant timing and location.

Event description:
On day 2 of ivtm therapy, customer reported that the saline bag emptied and the patient leg at the catheter site was noted to be edematous (swollen). The patient had just completed re-warming phase, so the provider ordered discontinuation of treatment. The catheter balloon ports were then aspirated and locked. It was reported that no blood was noted upon aspiration. The patient does not appear to have had lasting negative effects from this event. Per reporter, the physician was experienced in placing zoll catheter but unknown if it was a difficult insertion. No other central lines placed via femoral veins during the dwell time of the quattro catheter. No consequences or impact to patient.

Manufacturer narrative:
The patient tolerated temperature management well. Because there were no information about signs of web bed or floor, seems that amount of sterile saline entered into the patient's vasculature was 500 ml. It is known that administration of sterile saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. No patient's effect was reported. Investigation conducted at zoll confirmed the reported complaint of a leaking. A bond leak was observed at medial 2 balloon during functional testing. The probable root cause of the catheter bond leak was due to latent material defect.

Manufacturer narrative:
Correction was made in section b5. The reported complaint of a leaking quattro catheter was confirmed during functional testing. A bond leak was observed at medial 2 balloon during functional testing. The probable root cause of the catheter bond leak was due to latent material defect. No physical damaged observed on the returned quattro catheter during visual inspection. Blood residue on the balloons and tubing. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. In addition, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at medial 2 balloon. Thus, confirming the reported complaint. During manufacturing all quattro catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Therefore, it is unlikely that the catheter was defective when shipped. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for quattro catheter with lot number 144643.

Event description:
On day 2 of ivtm therapy, customer reported that the saline bag emptied and the patient leg at the catheter site was noted to be edematous (swollen). The patient had just completed re-warming phase, so the provider ordered discontinuation of treatment. The catheter balloon ports were then aspirated and locked. It was reported that no blood was noted upon aspiration. The patient does not appear to have had lasting negative effects from this event. Per reporter, the physician was experienced in placing zoll catheter but unknown if it was a difficult insertion. No other central lines placed via femoral veins during the dwell time of the quattro catheter (lot #144643).